Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient¿s pacemaker was found in backup mode. No intervention and patient¿s condition were reported.